Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being low (0) was confirmed. Ventec observed that the device's blower was not working, which would also impact ventilation output. Ventec replaced the blower and control board to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower and control board.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that its exhaled tidal volume (vte) levels were low (0). There were no reports of patient involvement associated with the reported event.